Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") and uterine perforation ("migration/perforation (other): underlying endometrium and myometrium/ migration of essure device location of device: endometrial cavity, perforation: endometrial cavity") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin), gabapentin since 2007, naproxen, norethisterone (norethindrone), nsaid's and sertraline. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), headache ("headaches"), menstrual disorder ("menstruation issues") and abdominal pain lower ("cramping"). The patient was treated with patient underwent diagnostic hysteroscopy, removal of right essure due to complications from the ess and surgery (patient underwent diagnostic hysteroscopy, removal of right essure due to complications from the ess). At the time of the report, the device breakage, uterine perforation, headache, menstrual disorder and anxiety outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower was resolving and the depression had not resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, dysmenorrhoea, headache, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: results: pregnancy unconfirmed. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 13-dec-2018: pfs received. Concomitant drugs added. Event cramping added. Event depression outcome updated to not recovered / not resolved.event abnormal bleeding (menorrhagia) outcome updated to recovering / resolving. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") and uterine perforation ("migration/perforation (other): underlying endometrium and myometrium/ migration of essure device location of device: endometrial cavity, perforation: endometrial cavity") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen, norethisterone (norethindrone), nsaid's and sertraline. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), headache ("headaches") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (patient underwent diagnostic hysteroscopy, removal of right essure due to complications from the ess). At the time of the report, the device breakage, uterine perforation, headache, menstrual disorder, menorrhagia, depression and anxiety outcome was unknown and the dysmenorrhoea and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, headache, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: pregnancy unconfirmed. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet received. Event migration of essure device location of device: endometrial cavity, perforation: endometrial cavity were clubbed with event uterine perforation. Outcome of event updated for the event: abnormal bleeding and cramping. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") and device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, headache ("headaches") and menstrual disorder ("menstruation issues"). At the time of the report, the device breakage, device dislocation, headache and menstrual disorder outcome was unknown. The reporter considered device breakage, device dislocation, headache and menstrual disorder to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded incident, no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") and uterine perforation ("migration/perforation (other): underlying endometrium and myometrium") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (patient underwent diagnostic hysteroscopy, removal of right essure due to complications from the ess). At the time of the report, the device breakage, uterine perforation, headache, menstrual disorder, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, headache, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion. Pregnancy test: on (B)(6) 2015: pregnancy unconfirmed. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 29-may-2018: this case is medically confirmed. Reporter information was added. This case concerns adult patient. Her demographic was updated. Lab data was added. Essure indication was amended. Essure was ongoing at the time of the report. Her concomitant medication was added. Following events: perforation (other): underlying endometrium and myometrium (previously reported as migration), dysmenorrhea (cramping), abnormal bleeding (menorrhagia/ vaginal), depression and mental anguish were added. She was recovering from pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.